Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient had pain around the area of the battery and about a foot and a half along the battery which started after they woke up from a nap on friday about 3pm. The patient called the doctor that had put the device in and their assistant told the patient to call the manufacturer. It hurts when patient touches it and they went to emergency room saturday and they believe it wasn't infected. The patient just got back from their family doctor who thinks the stimulation is causing it. They thought it could be turned down, but the patient has lost their patient programmer. The patient denied having any falls or accidents. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue, the doctor could turn the stimulation down or request a representative to come and turn the stimulation down. Patient was transferred to get a replacement patient programmer.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that ¿yes,¿ they¿d contacted their doctor about their issue and in response to the inquiry for if the cause of the stimulation being too strong had been determined the patient replied ¿yes,¿ that the most likely cause or contributor to the issue had been that the device setting was too high. In response to the inquiry for what steps were or would be taken to resolve the issue, the patient said that the device had been turned off and that the device would be removed. The patient sated that ¿yes,¿ the issue had been resolved.